Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, the patient developed new signs and symptoms concerning for a driveline infection. The patient denied fever or chills. Driveline culture was taken which reported positive for methicillin-sensitive staphylococcus aureus (mssa). Oral doxycycline and cefadrxil started on (B)(6) 2020 for 4 to 6 weeks. No additional information provided.